Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). He reason for call was patient reported the stimulation seemed to change the power level on them automatically. Patient said they were on group a and noticed something different about 3-4 days ago - stimulation didn't start at 6: 30am like it usually did, and when they looked at their programmer, it showed they were in group b and their (intensity) level was real low, like 1.2 or something like that, so they weren't even feeling the stimulation. Patient asked if there was something they may be doing wrong, and said they may have pressed something wrong when messing with the controller the other day. Patient also asked if they could change programs on their own; agent reviewed information. Patient will monitor and call back if they need further assistance. Agent reviewed information and redirected patient to their healthcare provider to further address the issue if it is related to stimulation. Patient said therapy had been working great for them.

Event description:
Additional information was received from patient who reported that group a works for them now. They think they changed their program from a to b on accident and it was not automatically done. Patient reported they believe they may have accidentally changed from group a to b. They report they changed back to a and it has been working well for them. They state the steps they took resolved the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.